Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the surgeon noticed that haptic was torn after implantation. Subsequently the lens was removed during initial procedure and surgery was completed on the same day by another lens without any harm to the patient. In the surgeon¿s opinion, the haptic was almost seared off which caused or contributed to the event.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).